Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to a possible difference in perception of the device handling and reprocessing procedures between olympus recommendations and the user facility and since the device was not returned for evaluation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use in: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope had the water filters not replaced since (B)(6) 2022. The issue occurred during reprocessing. There were no reports of patient harm.